Event description:
Customer reported a malfunction alarm identified as code 12-0x2071. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.